Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple cs 162 loss of prime warnings due to zero force, as well as multiple cs 163 no cartridge detected alarms. During testing, the pump was exercised for 24 hours, and a loss of prime warning was duplicated. The pump case was removed, and an intermittent condition in the force sensor flex due to a broken solder joint at the pin was found. A battery and cartridge cap were not returned with the pump; test caps were used to complete investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.